Manufacturer narrative:
After balloon angioplasty was conducted with an unknown balloon catheter, the smart control (sds) was advanced in the patient. However, friction/resistance occurred while crossing the target lesion. As the stent delivery system (sds) was pushed harder, the distal end of the stent prematurely deployed and could not be advanced any further. The sds was removed from the patient safely. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. No unusual force was applied during deployment of the stent. The target lesion was located in the superficial femoral artery (sfa), was 100% stenosed (chronic total occlusion), and heavily tortuous with no calcification. The product was not returned for evaluation. However, a review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 14150363 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Pushing the sds against resistance can cause the outer member to compress; thus contributing to premature stent deployment/stent jumping with the locking pin still in. The instructions for use (IFU) states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
When the smart control stent delivery system (sds) was pushed harder, the distal end of the stent was prematurely deployed and could not be pushed any further. The target lesion was located in the superficial femoral artery (sfa). The lesion was described as 100% stenosed (chronic total occlusion) with no calcification. The reference vessel was heavily tortuous. After balloon angioplasty was conducted with an unknown balloon catheter, the smart control was advanced in the patient. However, friction/resistance occurred while crossing the target lesion. When the sds was pushed harder, the distal end of the stent was prematurely deployed and could not be pushed any further. The sds was removed from the patient safely. Another unknown product was used and the procedure was completed without any other problem. There was no adverse event and the patient was in stable condition. The product will not be returned for analysis. The product was stored per the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. No unusual force was applied during deployment of the stent. However friction/resistance occurred while crossing the target lesion with the sds. When the sds was pushed harder, the distal end of the stent was prematurely deployed. The sds with the stent were removed safely from the patient.